Event description:
A user facility reported an oxygenator leak that was detected on the novalung xlung kit 230 (ref: 32000014, lot: gsxb2401) during priming at nuh - mot. Priming was stopped immediately. The defective kit was replaced with a new unit. The defective kit set aside for complaint processing and return to 3pl for quarantine pending investigation. No patient was connected at the time of the incident. The defective kit was identified prior to patient use. Videographic evidence showed a slow leak from the post-oxygenator sampling port.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.